Manufacturer narrative:
(B)(4). It was received for analysis an empty opened ophthalmic folder and two needle/suture piece of product code w9561. The product code is double armed. During the visual inspection of the needle/sutures, the swage and attachment area were noted to be as expected and the sutures end were noted with body fluids and the ends were cut appears to be by use of a surgical instrument, since the length did not meet the requirements. A functional test was performed and the pull force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the detached needle, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date in (B)(6) 2019 and suture was used. The suture pulling off the needle happened during dispensing. Changed another one to complete the surgery. There is no reported patient consequence.